Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for supraventrentricular tachycardia (svt). The boston scientific field representative felt the shocks occurred as a result of the rhythm being detected the in a monitor only zone and progressed to the ventricular tachycardia (vt) zone where a rate only decision is used. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.